Event description:
This lead was implanted on (B)(6) 2006 and explanted on (B)(6) 2013 due to product performance issue. The physician was dr. (B)(6) at (B)(6) in (B)(6). Additional information was received that high, out of range shock lead impedances continued to be observed with this lead. Recently, high out of range pacing impedances and high shock lead impedances during attempted shock were also noted. It appeared there was noise with oversensing on the lead that caused inappropriate vt detections. It was determined the lead was fractured and subsequently surgical intervention was performed and this competitor's rv lead was capped. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).